Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured between february 20, 2020 - february 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside housing which suggested a leak may have occurred. The photograph did not clearly show evidence of rupture from the bladder the reported rupture was not verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-(B)(6) infusor lv (large volume) ruptured. The issue was identified during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.